Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient involvement.

Manufacturer narrative:
The customer was issued a replacement battery to address the reported complaint. Resmed reference #: (B)(4).

Manufacturer narrative:
The astral battery was returned to resmed for an investigation. The reported complaint was confirmed. Visual inspection of the battery pins revealed plastic residue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the battery pad. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable error message. There was no patient involvement.